Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6, h2, h6 device code(s), investigation findings, and investigation conclusions. DHR review is unable to be performed because no serial number was provided. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Corrected data: section b5, h6 health effect - clinical code.

Event description:
It was reported by japan that a 27mm 11400m mitral valve was explanted after an unknown implant duration due to moderate pannus with leaflet immobility, and stenosis. The patient presented with chest pain. The device was explanted during redo mitral valve replacement. Patient's outcome was reported as "recovered". The device was returned for evaluation. A concomitant aortic valve replacement with a 21mm 11500aj valve was performed. Product evaluation confirmed the customer report of stenosis, leaflet immobility and moderate pannus. There is moderate host tissue on stent circumference, fusing leaflet 2 and 3. Leaflets 1 and 2 were thickened and swollen at the free margins.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to edwards japan that a 27mm 11400m mitral valve was explanted after an unknown implant duration due to mitral stenosis caused by pannus. The device was explanted during redo mitral valve replacement. Patient's outcome was reported as recovered. Upon the valve explant, pannus restricted leaflet mobility resulting in the stenosis. The device was returned for evaluation. Per the reported information, concomitant aortic valve replacement was performed both at the time of the device implant and explant.

Event description:
It was reported that a 27mm 11400m mitral valve was explanted after an unknown implant duration due to mitral stenosis, leaflet immobility, and moderate pannus. The patient presented with chest pain. The device was explanted during redo mitral valve replacement. Patient's outcome was reported as 'recovered'.

Manufacturer narrative:
H3: evaluation summary: customer report of stenosis, leaflet immobility, and pannus were confirmed. X-ray demonstrated commissure 2 bent inward. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 on the outflow aspect and 7mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth. Leaflets 1 and 2 were thickened and swollen at the free margins. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around leaflets 2 and 3 on the outflow aspect. Sewing ring cloth had multiple cuts around the valve.